Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient had hives for a month after implant due to medication she was taking. It was noted that ondansetron was the reason for the reaction. It was noted that the reaction resolved via medical treatment. Additional information has been requested but was not available as of the date of this report.